Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017 20:52:14 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2017 byrdb2. Initial notes: the customer just got the pump today and it is giving her problems, keeps getting blocked inquired what led up to the complaint. Customer response: the customer is calling back with the insulin flow block insulin flow blocked t/s per (B)(4). Expl insulin flow blocked alarm and possible causes. Expl recurring insulin flow blocked alarms may be due to site, set or reservoir issues. Verified that there are recent documented svns regarding insulin flow blocked alarms, occluded or site/set issues. Troubleshooting completed within the previous svns was: manual prime/change of set. The patient has not tried different cannula lengths. Inquired if insulin is being reused or mixed, or is expired or denatured. Found: none . Inquired if sites are rotated, site locations with sufficient sub-q tissue are being selected, and they avoid inserting into areas with scarred tissue. Found: yes. The patient does not use the serter device according to IFU instructions. Customer states the tubing is not bent or kinked. Adv to avoid sharp bends in the tubing such as bending/straining the tubing where it connects to the reservoir. Customer has not tried all remedies. Adv to try the remedies reviewed to prevent recurring alarms. Adv the patient to monitor the pump and call back if problems persist. Bolus speed is standard. Customer's outcome pertaining to the complaint: adv cust that the active insulin amount will be adjusted based on the amount of insulin suggested to give for correction. Adv cust to change the reservoir cust changed the set and site. Customer stated that she will see when her next basal delivery goes through. Customer will talk to trainer tomorrow. Additional notes: the customer disconnected and reconnected the reservoir and the tubing and changed the tubing. The customer found a serter on amazon so it will take three days to get to her house . Customer is concerned that she has a full reservoir and didn't want to change. Adv cust that it could be an occlusion in the reservoir so at this point she cant get delivery of insulin anyway. Customer is disconnecting and reconnecting the tubing and reservoir then running a test manual bolus. Adv cust 3.25 units of insulin. Customer sees a couples of drops onto her piece but not a large amounts of insulin being pushed through. Active insulin is now 8.75. The customer is connecting back to the set. Customer is going to give herself a bolus. History: 2.95 at 6:36 and then at 8:11 pm 90 g 280 acitv ins 2.2 correction was 5.3 active insulin adjust -2.2 carb bolus 11.25 = 14.35 units was supposed to get that amount the amount actually received 2.2 +3.25. Cgm is reading 303. Adv cust that the sensor is usually 20 points bg fingerstick confirmed 422 the pump is calculating to give her 1.55 based on the amount that is showing in her active insulin now is 8.5 customer is going to give herself 6 units of insulin through manual offered to t/s for high bg and it is most likely due to the insulin flow block. Occlusion in her tubing or reservoir. Ref: mmt-332a lot: hg20mut exp: 08/20/2020 2.2u was delivered, so the customer is going to give herself 3.8 units through manual bolus and we are going to see if there are any alarms. Customer did get another insulin flow block alarm after changing the reservoir. Adv cust to change the site, the cannula could have gotten bent customer states that if this does not work she will give herself a manual injection. Customer has three sets left after this out of a box of ten. The customer believes that the pump is the issue trainer manually inserted the set for the customer within minutes of getting home the pump alarmed so the customer is rotating the site and changing the tubing and keeping the same reservoir. The customer go to record for full text.